Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) stopped working approximately two minutes into operation was confirmed during the archive review and functional testing. Based on the archive data, the platform stopped compressions due to fault 1300 (fault_no_fans_fun). The investigation determined that the root cause was a failed cooling fan, resulting from shorted wiring due to a considerable amount of blood/fluid ingress, likely while the fan was running. The archive data indicated fault 1300 (fault_no_fans_fun), confirming the reported complaint. The ap nxt platform failed the preliminary functional test. Upon powering on the platform to conduct an initial functional test, it was noticed that the fan was not operating, likely due to a shorted-out fan circuit due to fluid ingress, confirming the reported complaint. Additionally, there was an electronic burning smell along with smoke coming from the fan baffle area. Further testing could not be performed due to the platform condition. The platform will not be serviced as it has been exposed to a substantial amount of blood. The platform will be scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
During the patient call involving a traumatic arrest, the autopulse nxt platform (sn: (B)(6) stopped working approximately two minutes into operation. According to the reporter, blood was drawn into the device's cooling intake, which may have caused the malfunction. The crew promptly initiated manual CPR upon device failure. Due to the necessity of ongoing resuscitative efforts, air transport was not a viable option, and the patient was subsequently transported via ground. The unit remains nonfunctional, and blood continues to leak from the system. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.